Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, all of the cables of the electrode belt were pulled from the strain relief, damaging the internal wires. This resulted in an inability to detect and treat. The root cause of the pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of svc data detected a reportable event. During servicing, electrode belt sn (B)(4), the belt had a damaged cable. The last pt to use this electrode belt did not report any deficiencies.